Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product family for this latex catheter product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the latex catheter product ifus are found to be adequate based on past reviews. (B)(4). The device was not returned.

Event description:
It was reported that the physician was unable to deflate the bulb of the catheter, despite the fluid being withdrawn with a syringe. Allegedly, the physician cut the catheter and still was unable to remove the device, the physician later pulled the device out of the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the physician was unable to deflate the bulb of the catheter, despite the fluid being withdrawn with a syringe. Allegedly, the physician cut the catheter and still was unable to remove the device, the physician later pulled the device out of the patient.